Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter is giving an error 4 message. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with insulin. The error 2 issue began on (B)(6) 2013 at 7:50 am. The patient reportedly was feeling dizzy and really tired and took some food to manage her diabetes at the time of concern. There was no report of any required medication treatment to suggest a serious injury. The error 4 issue was not resolved with training. The patient reportedly used too many test strips due to the issue. The patient was using the testing procedure per the instruction for use. This complaint is being reported due to the unresolved error 4 issue. The patient did not require any medical intervention and did not have any symptoms that would suggest a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.